Event description:
It was reported to philips that the hostpc failed to boot due to low bios battery voltage on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the bios battery, cleaned the memory, and restored the system to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).